Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months and 2 days. The product disposition was not provided by the site. It is not known if the device will be available to the manufacturer for analysis. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for low flow alarms. The patient had no events leading up to the low flow alarms. On (B)(6) 2018, early in the morning, the patient's pump experienced sustained low flows, there was a code situation, resusitation was attempted but was unsuccessful and the patient passed away. It was mentioned that during the initial vad implant the patient's aortic valve was oversewn. The surgeon performed an autopsy and reported the outflow graft was twisted. The manufacturer¿s technical service representative reviewed the submitted log file and observed the reported low flow alarms. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned to the manufacturer for analysis. Multiple requests for additional information regarding the disposition of heartmate 3 lvas were sent to the account. No further information was provided. To date no product has been received. A review of the submitted log file confirmed the reported low flow hazard alarms. The reported outflow graft twist could not be confirmed as device was not returned for evaluation and no images were submitted. The log file contained data from 31aug2018 at 1:40:03 through 31aug2018 at 4:51:30, until the clock reset to 01jan2000 at 0:00:00-0:04:00. Beginning on 31aug2018 at 1:40:05, the low flow alarm was active for almost the entirety of the file, with calculated average flow ranging from 0.1-2.5 lpm while the pump was on. On 31aug2018 at 4:05:52, the lvad off and driveline disconnected alarms were triggered simultaneously, and pump parameters reached 0 by 4:05:54. The alarms cleared by 4:08:07, while the low flow alarm persisted. Intentional pump stops were then captured at 4:20:11 and 4:20:18, after which the lvad off and driveline disconnected alarms returned, and the pump remained off for the remainder of the file. The instruction for use (IFU) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU also describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. This IFU and the heartmate 3 lvas patient handbook describe the actions to take in the event of a low flow alarm. Abbott initiated a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information is available. The manufacturer is closing the file on this event.